Event description:
The customer was hospitalized for high blood glucose and dka. Troubleshooting was performed. The programming insulin concentration, and bolus history were correct. After consumer changed the infusion set their sugar level continued to run high and no alarms were received. The customer also stated that the cannula was not bent when the infusion set was removed.